Manufacturer narrative:
This report is related to report ID:(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure'specific training manuals, and proctored procedures. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the coronary artery obstruction is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 29 mm sapien 3 url valve, valve alignment difficulty occurred because the valve was not in balloon marker and 'valve diving' was observed. Valve diving was solved by releasing accumulated tension in the catheter, but the valve was still out of balloon marker. An attempt was made to extend the aorta by inserting a lunderquist wire via a pigtail from the contralateral side, but the situation did not change. Valve alignment was attempted to performed at ascending aorta, but it did not work. Upon negative pressure was applied with the inflation device, bleeding was observed, balloon rapture was suspended, and the decision was made to abandon tavr. It was unable to insert the valve to the sheath, the valve which was out of sheath and sheath were withdrawn together. Detachment was observed at cfa, no low blood pressure (bp) was observed due to access vessel injury. Second kit was opened, and sheath was inserted, and the valve was deployed with nominal volume without any complication. Non pvl was observed. After deployment of valve, left coronary artery stenosis was observed and pci was performed for lmt. Bp was dropped to 50/33mmhg, vasopressors were administered, and it had risen to 200/122''hg and was controlled by pacing. When ivus was performed for checking the condition of lower limbs, dissection from the cfa to the renal artery bifurcation was observed. Further angiography of the aortic arch showed that the dissection was likely to extend continuously to the ascending aorta. Ascending replacement was performed and the procedure was completed, and the patient left the operation room.